Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the cart 9733858 s7 assembled staff 220v (serial #: (B)(4)) found insufficient information, as it passed the work order. Analysis of the software 9733763 synergy cranial s7 (unknown serial/lot #) found insufficient information. Unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. This case may be re-opened if additional information is received. Product event summary #s7 difficulty registering patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred intra-operatively of a cranial resection. It was reported that the surgeon had difficulty registering the patient using touch n go during the tumor resection case. It was stated that the doctor would pass touch n go, but then when he would go to touch known anatomical landmarks, it would show him navigating at the back of the head. The surgeon then successfully passed tracer registration and, according to the representative, was accurate when touching known anatomical landmarks on the anterior portion of the face but then felt inaccurate when verifying accuracy on the tragus. He attempted touch n go one more time with the same results as before. The doctor chose to proceed without navigation. It was also noted that the patient's skin was very "malleable" and that the skin seemed to scrunch up when placed in the head holder, thus moving the fiducials. This was relayed to the surgeon prior to registration, but they chose to proceed. No impact to patient and less than an hour of delay reported.